Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the tip of the ar-13995n needle broke off during use in an rotator cuff open repair case. The surgeon had passed the needle through the cuff when the tip broke off. The tip could not be located visually or with x-ray.